Event description:
It was initially reported that the patient had a decrease in therapy at a pump refill on (B)(6) 2011. A volume discrepancy was noted, in which the actual residual volume (0 ml) was less than the expected residual volume (12 ml). A catheter access port (cap) dye study revealed no issues. The pump was refilled with 20 ml. It was noted that the logs had not been checked. It was later reported that the cause of the discrepancy was "undetermined". A (B)(6) study clarified no kinks or issues with the catheter. It was further noted that it was possible that the pump may have been partially filled, as the needle may have slipped out of the reservoir causing a partial pocket fill. The patient's pump was refilled under fluoro guidance. The patient has had no spasms since, and was "doing well". In regards to drug concentration, the following was indicated. "50ugs/daily dose is 1.25ugs". Drug infused was baclofen.

Manufacturer narrative:
(B)(4).